Manufacturer narrative:
This report is submitted on may 7, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient reported pain at the implant site due to retainer disks and subsequently the magnet was explanted (date not reported). Additional information has been requested, however, this has not been made available as of the date of this report.